Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, when the hand piece was activated inside patient, the display on the motor drive unit flickered and the blade seemed to bog down. The device did restart; however, the case was completed as a laparoscopic-assisted vaginal hysterectomy with another like device.